Event description:
It was reported that during a left colon resection procedure, the surgeon was having issues with the anvil. The anvil would not remain in stem of the device. Another device was used to finish the case. No adverse patient consequence.